Manufacturer narrative:
Insulin pump had a corroded keypad traces at arrow up button. All button functioned properly. Insulin pump had a stained on end cap sticker, cracked case at display window corner, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump buttons became intermittently unresponsive. The insulin pump was not dropped or exposed to moisture. The blood glucose reading was 150 mg/dl. Nothing further was reported.